Manufacturer narrative:
The insulin pump was rec'd with a loose drive support disk and missing end cap sticker.

Event description:
It was reported that the piston was loose, and was protruding from the case. Nothing further was reported.